Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics was noted. No scrolling numbers display anomaly was noted. The pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer treated the high readings with a syringe. The customer stated that he also had lows as well due to him being full of adrenaline. The customer stated that he kept getting constant button errors. The customer stated that when he tried to bolus, the numbers were ramping up even though there is nothing wrong with the buttons. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.